Event description:
It was reported that the customer had reservoirs that were leaking into the pump and not delivering. Customer's blood glucose level was 356 mg/dl. Customer has not treated and feels sick. Customer recently got a new box of reservoirs. Customer stated that the leak is at the bottom of the reservoir. Customer found the leak in the reservoir compartment and it is past the 2nd o ring. Customer was advised against tilting the plunger during the filling process as this can force a leak path. Customer stated that there is not an air bubble in the reservoir. Customer would like to return the reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).